Event description:
Boston scientific received information that the patient implanted with this implantable cardiac resynchronization therapy defibrillator (crt-d) and lead system called their clinic to report their device was beeping. All the lead measurements were found to be out of range and some noise was also noted. A chest x-ray showed definite evidence of twiddler's syndrome. The system was explanted and a new system implanted without issue. There were no additional adverse patient effects reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.